Event description:
It was reported that a patient underwent a foot arthrodesis procedure on an (B)(6) 2014 and suture was used. During the procedure, the needle broke in the middle of the body at the first passage. The broken needle flew away. The piece of the needle did not remain in the patient's tissue. Eventually, the broken needle was found and retrieved during the procedure. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a needle that broke in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.